Event description:
Plaintiff was employed as a certified nursing assistant who wore and was exposed to latex gloves made by various MFR. Plaintiff alleges suffering various injuries and developing a latex allergy.